Event description:
The 8f avanti plus sheath shaft separated midway, during an attempted withdrawn from a patient during a right heart catheterization. The remaining piece of the shaft was removed from the patient with hemostats. The patient had unusual anatomy, due to congenital polio and an immobile leg. The sheath was thought to be in the vein, but was actually in the artery and in tandem with a 6f terumo access sheath which also separated. The left heart cath was performed and the right heart cath was not attempted due to the inability to access the right common femoral vein. There was no patient injury reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is anticipated that the device will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the 8f avanti plus sheath shaft separated midway during withdrawal from a patient. The avanti plus sheath was intended to be inserted in the right common femoral vein to conduct a right catheterization and a 6 french terumo sheath was intended to be inserted in the right femoral artery to conduct a left catheterization. The patient had unusual anatomy due to congenital polio. The avanti plus sheath was thought to be in the vein, but it was actually in the artery in tandem with the terumo sheath. The left heart cath was performed and the right heart cath was not attempted due to the inability to access the right common femoral vein. Upon removal of the sheaths, both sheaths separated. The remaining piece of the shaft was removed from the patient with hemostats. There was no patient injury reported. A non-sterile 8fr introducer was returned inside a plastic bag. The introducer's cannula was received broken and separated at 5.6 cm from the proximal end (cap). The separation edge of the cannula appeared twisted and elongated/torn. The distal section of the cannula was not returned. Blood residues were observed in the sideport extension tubing and inside the cannula. The ID and od of the cannula were measured, and were found within specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported cannula separation was confirmed. Although the exact cause of the failure could not be conclusively determined, the information provided suggests that procedural factors might have contributed to the reported separation. Controls are in place to prevent this type of damage from leaving the facility. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. A non-sterile 8fr introducer was returned inside a plastic bag. The introducer's cannula was received broken and separated at 5.6 cm from the proximal end (cap). The separation edge of the cannula appeared twisted and elongated/torn. The distal section of the cannula was not returned. Blood residues were observed in the sideport extension tubing and inside the cannula. The ID and od of the cannula were measured, and were found within specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.